Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with fatigue, shortness of breath and in backup vvi via merlin.net transmission. The patient was brought in clinic for further evaluation. Backup vvi was revealed. A device restoration was performed successfully. The patient was stable post-event.